Event description:
The manufacturer was notified on (B)(6) 2016 that mitroflow 12a, size 23mm was explanted due to valvular dysfunction that resulted from prosthetic valve endocarditis (pve) after one and a half year. The valve replaced with magna ease 25mm. Replacement procedure was completed with no particular problems.